Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was admitted to the emergency room with no evident pacing. The pulse current was zero and the energy was zero, but the battery voltage was 2.19v. The ventricular lead impedance measured >1990 ohms, but with a pulse amplitude of 0.2v, and 0.0 ma for the pulse output.